Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 21 months, oversensing was reported. The ICD and the leads were explanted. There were no adverse patient effects reported.